Event description:
It was reported that the pt has pain and tenderness at site of implant. Has lump between his breasts the size of a pear. Mesh was implanted near his heart. Surgeon feels the risk is too great to remove mesh, considering the pt's age and that he is not generally in good health.

Manufacturer narrative:
No product was returned for eval. Therefore, no conclusion can be drawn.